Event description:
It was reported that the tip of a short capri non-tapered driver was observed to be stripped outside of the operating theater. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for the lot numbers provided, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. It was reported that the device stripped pre-operatively. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be conclusively established. However, as the device is seven years old, a potential root cause is normal wear due to age and use.

Event description:
It was reported that the tip of a short capri non-tapered driver was observed to be stripped outside of the operating theater. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.